Event description:
It was observed that during the device evaluation, the flex video scope exhibited foreign material came out of the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
A review of device history record was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, and since the device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. However, the likely cause of the reported event was unknown whether reprocessing was practiced in accordance with IFU. The event can be detected and prevented by following the instructions for use which state: instructions for gif-xz1200, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif-xz1200, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.